Event description:
During evaluation of a returned large volume infusor, the red coil cap was found separated from the cover/housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2014 - june 27, 2014. Evaluation summary: the device was received for evaluation. During visual inspection the red coil cap was observed to be separated from the housing of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.